Event description:
The catheter was revised due to catheter blockage. The pt had not been receiving medication due to the blockage. Following the revision, the concentration of 20 mg/ml was too high for the daily dose; they wanted to decrease it to 5 mg/ml. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.